Manufacturer narrative:
This report is submitted on 22 oct 2020.

Event description:
Per the clinic, the patient experienced some soft tissue complications which was treated with steroidal creams. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It has now been reported that the patient experienced mild drainage and infection which was treated with multiple courses of oral and topical antibiotics this report is submitted on september 17, 2020.